Event description:
N/a

Manufacturer narrative:
It was reported that the cardiosave intra-aortic ballon pump (iabp) the printer on the pump was not working. Troubleshooting did not resolve that issue. Getinge representative explained the options were to either power the pump off and back on, or they could get a backup pump and switch the patient over. Getinge representative gave him my direct number and asked him to call back when a decision was made. About 20 min later, getinge representative called registered nurse (rn) because he had not heard back. He said that just a few minutes prior to my call he noticed a different issue besides the printer not working. He noticed a noise coming from the pump, he denied it was a hissing sound. The gas waveform looked ¿different¿ and augmentation value decreased by more than half. Getinge representative asked him if they had the backup pump at the bedside. The pump they brought was an autocat by arrow. They did not have the helium tubing adapter, so getinge representative explained they could not transfer the patient to the arrow pump without it. Because the pump had been in standby about 10 minutes at that point, he told them they are likely going to need to call the provider to come in and remove the catheter because they don¿t have access to a backup pump that will work with the mega catheter. Shortly after that, another nurse appeared with a backup cardiosave. They successfully transferred the patient onto it without issue, no harm to patient. ICU nurse said they had noticed the helium level yesterday on the pump was full, then seemed like it precipitously dropped throughout the shift. She wanted to know how long a full tank lasted and he told her approximately 3 months. She said it seemed like it went from full to almost empty in less than 12 hours. Getinge representative asked them to tag the pump and send it to biomed. Before the call ended, getinge representative had ICU nurse power up the cardiosave tagged for biomed to see if the printer was working. She was able to successfully print the trigger and alarm log. Since, the customer did not call this unit in for service on this issue the service order was not available. The investigation shall be closed now. If any new information received the complaint will be reopened to update it. There was a patient involvement but no harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp)has several issues .the ICU nurse called initially because the printer on the pump was not working. Troubleshooting did not resolve that issue. The options were to either power the pump off and back on; or they could get a backup pump and switch the patient over. About 20 min later, support called the ICU nurse back to confirm a decision. Just a few minutes prior to the call he noticed a different issue besides the printer not working. He noticed a noise coming from the pump; and denied it was a hissing sound. The gas waveform looked ¿different¿ and augmentation value decreased by more than half. I asked him if they had the backup pump at the bedside. The pump they brought was an autocrat by arrow. They did not have the helium tubing adapter, it was explained they could not transfer the patient to the arrow pump without it. Because the pump had been in standby about 10 minutes at that point, it was suggested that they are likely going to need to call the provider to come in and remove the catheter because they don¿t have access to a backup pump that will work with the mega catheter. Shortly after that, another nurse appeared with a backup cardiosave. They successfully transferred the patient onto it without issue, no harm to patient. Another (ICU nurse) said they had noticed the helium level yesterday on the pump was full, then seemed like it precipitously dropped throughout the shift. She wanted to know how long a full tank lasted and I told her approximately 3 months. She said it seemed like it went from full to almost empty in less than 12 hours. It was suggested to tag the pump and send it to biomed. Before the call ended, the ICU nurse , power up the cardiosave tagged for biomed to see if the printer was working. She was able to successfully print the trigger and alarm log.